Event description:
It was reported the device was in use with patient and was subjected to "physical shock" and reporter stated the device power failed, an alarm occurred and the pump powered down. No adverse effects to patient reported.